Manufacturer narrative:
This complaint was not escalated to root cause analysis.

Event description:
A screw was noted as broken. It was laso noted the fracture was well healed, the mortise was well-maintained, and the remainder of hardware was in a good position.

Event description:
A screw was noted as broken at the 3 month post-op visit; the fracture was well healed, the mortise was well-maintained, and the remainder of hardware was in a good position.